Manufacturer narrative:
A locus high res ssp unitray kit with taq polymerase, cat # 4729110, lot # 012 1306793 1484236 is ongoing.

Event description:
The customer tested a confirmed a*24:58 sample using a high res ssp unitray kit # 4729010 lot 012 1306793 1417012, but received a result of a*24:02. The lanes positive, 38&48, indicate a*24:02 presence, whereas a*24:58 requires lane 56 be positive, which it was not. This result pattern was confirmed in unimatch, however customer gel images were not given. This resulted in a mistype. ((B)(4)) a locus high res ssp unitray kit with taq polymerase, cat # 4729110, lot # 012 1306793 1484236 has been identified as having the same issue.